Event description:
In (B)(6) 2011 I had essure done, since then my cycles are horrible. Severe pelvic pains, body pains, pain during intercourse, headaches, mood swings, very bloated and very fatigued. I went to obgyn, had ultra-sound done and exam. Now I have to make a decision on either partial hysterectomy or removal of my tubes where essure is inserted. I was a healthy person, never had issues like these before essure was done. This is nowhere near fair that I have to have this done. When essure was introduced to me I was not informed that I was going to suffer like this. I was just told you will have some discomfort after procedure but it should not last long and can take ibuprofen for this. Also I was never tested to make sure I wasn't allergic to nickel which I think that should have been done regardless. My health is declining due to the essure birth control. Rx meds: naproxen 325 for pain. Otc meds: vitamin d 50,000 unit once a week.